Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted during testing. The insulin pump alarmed lost sensor connecting to glucose sensor simulator, problem isolated to mother board. The insulin pump was received with missing end cap sticker, cracked case at display window corners, lcd window, reservoir tube and battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a sensor alarm then a motor error alarm. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.